Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14877. It was reported that the patient atrial lead and right ventricular lead had episodes of noise reversion. Electromagnetic interference was suspected but not confirmed. The was only one episode so physician did not perform any intervention. Patient was asymptomatic.